Event description:
While using the freestyle libre 3, I had repeated false readings. On (B)(6) 2025, I had a low alert of 60, fingerstick was 147, followed by a fingerstick of 124 with a freestyle libre reading of 138. On (B)(6) 2025 I was alerted of a low of 58, while my regular finger stick was 121. On (B)(6) 2025 I had an alert of 59, fingerstick was 105. On (B)(6) 2025 I had an alert of 143, fingerstick was 93. I had previously received a free sample of the freestyle libre 3 from my endocrinologist and also had false readings while using that glucometer, which I reported to the company and they sent me another sample. However, this device also had the same issues. I have not reported the second failings to the manufacturer. I do not plan to use this device again, as it is not reliable. Reference report: mw5166196.